Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted (B)(6) 2013; 1688t-85 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing was noted on some stored episodes. The patient underwent defibrillation thresholds testing, which was successful without complications. The lead remains in use and no changes were made. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.